Event description:
It was reported that a pt used the non-adhesion dressing on a leg ulcer for a few days to a week. Then, the pt experienced eczema and was diagnosed with an allergic reaction (lichen tropicus) on the legs. The pt was treated with medicine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.